Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During placement of the right ventricular lead it was noted the silicone pad at the tip of the lead had fallen off, the middle of the lead was broken, and there was high pacing impedance. The lead was successfully replaced within the same operation. Post-procedure the patient was stable.